Event description:
It was reported that the patient's daughter who said she had some issues signing the docs and asked if we can send them physically through mail, she had left the wick on the pt for almost a full day and pt contracted a virus or bacteria. She stated in regards to this that we should have more elaborate literature on the warnings for when this should be changed as she would have taken this into more acct and not just as lms being a business to try and steal money or make sure people are supplies. To add literature such as references or phrases: prevents severe infection - mrsa bacteria - mssa cousin bacteria: as pt contracted an ulcer and had been hospitalized for a couple days. I did apologize for this and did advise I will get this added in our system. They do love the product but just asked if we can have more elaborate meanings on the guidelines for the products. No additional information provided. It's unclear if troubleshooting was provided (prepping and placement tips shared)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.